Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was bleeding at the impella insertion site. In addition, the patient was found to have hemolysis, with a new onset of red-tinged urine. No further information was provided as to the treatment; however, the patient remained on support.

Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries could not determined due to insufficient clinical details.